Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left micro insert is medial to the left fallopian tube, possibly within the endometrium or myometrium') in an adult female patient who had essure (batch no. B26269) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: obstructed right fallopian tube, patent left fallopian tube, left micro insert lies in the endometrium or myometrium.. Lot number: b26269 manufacturing date: 2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left micro insert is medial to the left fallopian tube, possibly within the endometrium or myometrium') in an adult female patient who had essure (batch no. B26269) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: obstructed right fallopian tube, patent left fallopian tube, left micro insert lies in the endometrium or myometrium. Quality-safety evaluation of ptc: unable to confirm complaint .. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary.